Event description:
It was reported that the healthcare provider (hcp) was using the clinician programmer and interrogated the implantable neurostimulator (ins). When the hcp hit the p button for programming, the patient felt a surge and started tremoring on the right side. The observations showed that the stimulation was off. The hcp had to change the batteries in the clinician programmer and was still seeing that the stimulation was off. The hcp clicked on the ins icon and did not see the lightning bolt to indicate the ins was on. The hcp changed the batteries in the clinician programmer again, and then the stimulation off was gone and saw the device clock observation. The hcp had difficulty changing the clock. It was unknown why the ins was off. The battery showed 2.86 volts. The patient misplaced the programmer and would look for it, and the patient would call if he could not find the programmer. The hcp needed glasses while on the phone as she had a hard time seeing the lightning bolt on the programmer ins icon. The hcp was instructed on how to check and change the device. The hcp noted that the "match the nvision" changed to the wrong time. It still showed check device clock in the observations. The hcp manually changed the time but when she tried to "match nvision" it would show the wrong time. Information regarding patient outcome and cause of the event has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3389s-40, lot# v561214, implanted: (B)(6) 2010, product type: lead; product ID 3389s-40, lot# v561214, implanted: (B)(6) 2010, product type: lead. (B)(4).